Event description:
An environmental service worker was picking up trash from the 3rd floor. He saw a white, metallic piece in the trash and reached in to retrieve it which is when he was stuck. He was stuck in either the left or right middle finger. He took the needle to his supervisor and then went to the ER for mandatory counseling and risk assessment. He consented to be tested for hiv and hep b and c, however; did not consent to treatment.

Manufacturer narrative:
Received one used needle in 2008, and is currently being decontaminated. Upon decontamination and completion of the investigation, a supplemental report will be submitted. Date submitted: 06 february 2008.